Event description:
His meter was reading low. He was receiving reading such as 89,93 and 99. Upon probing, it was discovered the meter was reading with a decimal. Customer service explained the difference between mmol/l and mg/dl and assitance the customer in resetting the meter to mg/dl. The customer did not allege any adverse event, and no product will be returned for evaluation.